Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to covidien that there was an issue with the enteral feeding pump. Upon triage, (B)(6) 2018, service found the pump had no audible audio when turned on.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.